Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had not been sensed as closed. A field service engineer replaced insep for the latch mechanism to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had a broken sensor. The customer reported that the malfunction occurred when user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.